Manufacturer narrative:
Fdc 24 unapproved or contraindicated use (emergent treatment, pre-operative aneurysm rupture). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown diameter abdominal aortic aneurysm. The patient presented emergently with a ruptured aneurysm. It was reported that during the index procedure, the evar was performed, however on final imaging the stent graft was found to be at the level of the aortic bifurcation and appeared to be "scrunched up". An immediate explant of the stent graft system was performed. On removal, it was noted that the suprarenal stent appeared to be bent. It was reported that the patient did not survive the procedure. The cause of the event is unknown. No additional clinical sequelae were reported.